Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Customer identifies led display segment missing on 8100 display board. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer identifies led 7-segment display missing on display board of the 8100. Customer suggests to send device for repair replacement. Transfer to com for assistance with RMA request. End call. The customer stated that there was no patient involvement.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement. CAPA reference: (B)(4).

Event description:
Customer identifies led display segment missing on 8100 display board. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: customer identifies led 7-segment display missing on display board of the 8100. Customer suggests to send device for repair replacement. Transfer to com for assistance with RMA request. End call. The customer stated that there was no patient involvement.